Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the handheld computer experienced "a glitch." Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.